Event description:
It was reported that the camera head was not working; there was no image (image blackout) and wrinkles were found on the cable. The issue was found during routine inspection by the customer and there was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head was not working. There was no image (image blackout). The issue was found, during routine inspection by the customer. And there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Upd the customer's allegation was confirmed, by an olympus member on site. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.